Manufacturer narrative:
Explant was reported due to device being torn, and was causing aortic valve regurgitation and dyspnea confirmed by echocardiograms. Upon explant a tear was noted from the commissure between the left coronary cusp and the right coronary cusp, and there was also pannus noted on the valve. The investigation found fibrous pannus ingrowth on inflow surface of leaflets 1 and 3. Leaflets 1 and 3 were torn. There were degenerative changes noted at tear site of leaflet 1. There were degenerative changes to the leaflet tissue including a denatured appearance to the collagen at leaflet 3. There was circumferential fibrous pannus formation on the sewing cuff. No acute inflammation or significant calcifications were present. The cause of the tears could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation. Additionally, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The incomplete coaptation could have contributed to the reported regurgitation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 19mm trifecta valve was implanted in a patient. On (B)(6) 2024, it was reported that a 19mm trifecta was explanted since the device has been torn, and was causing ar (aortic valve regurgitation), dyspnea, confirmed by echocardiograms. Upon explant, a tear was noted from the commissure between the left coronary cusp (lcc),and the right coronary cusp (rcc). There was also pannus noted on the valve. A 23mm epic plus suprawas implanted, and the procedure was completed. Patient condition is stable,